Event description:
During a laparoscopic cholecystectomy procedure the jaws came off the instrument when the surgeon removed the device through the trocar. The jaws were removed laparoscopically. No patient injury was reported.

Manufacturer narrative:
1/23/1998-supplement #1 sent to FDA. Device not available for evaluation.